Event description:
Healthcare professional reported "deformation and capsular contracture baker grade iii. Silicone gel has touched the patient". This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1: (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, silicone gel has touched the patient.